Manufacturer narrative:
(B)(6). Device is a combination product. (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. Same patient as MFR ID# 2134265-2011-05786 & 2134265-2011-05784 & 2134265-2011-05955. It was reported that during a stenting treatment procedure, a vessel dissection occurred. The patient presented at the time of the index procedure due to silent ischemia. Cardiac catheterization revealed a 100% stenosed, 32mm long lesion, bifurcated lesion located in the mid to proximal left anterior descending coronary artery (lad) with a reference diameter of 3.0mm. This was treated with a pre-dilation and the placement of a 3.0x38mm taxus element stent; however, there was a dissection of the first diagonal and proximal lad it was noted to be caused by the 3.0x38mm taxus element stent. The dissection was treated the placement of two stents a 2.75mmx12mm and 2.5x12mm taxus element stents overlapping with 0% residual stenosis. The patient was discharged one day later on aspirin and clopidogrel. .